Event description:
Procedure type: whipple. According to the reporter: (this report was received from (B)(6), phd at the FDA via medwatch (B)(4) ). (B)(6) 2014: while under robot, the endo gia stapler malfunctioned and the jaws did not close properly. Patient started bleeding from where the stapler was used. Surgeon immediately decided to convert to open procedure, and stopped the bleeding hand sewing the staple line. One unit of blood was given, and the bleeding was under control.

Manufacturer narrative:
(B)(4).